Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2 but passed the rite electrical test. Actual rite results: fill 1 = 823.9, drain 1 = 823.7, fill 2 = 824.6, drain 2 = 824.3 ml (accuracy limits: 774.0 - 821.0 ml). The product analysis lab (pal) evaluated the device and it passed the temperature verification test but failed the volumetric confirmation test. The piston foam was replaced and the device passed the volumetric confirmation test. No problems were found during an internal inspection. The cause for rite test failure - volumetric accuracy during fill 1, drain 1, fill 2 & drain 2 was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to: therapy monitored volume failed performance specification failing fill 1 and 2 and drain 1 and 2.